Manufacturer narrative:
(B)(4). The analysis found that one ec60a device was returned with the handle shrouds slightly separated, with the closing trigger and anvil in the closed position and the firing mechanism in the return stroke with the knife not fully back. One gst60w cartridge reload was loaded in the device. The cartridge reload was received fully fired and with several b-formed staples on the cartridge deck. Furthermore the cartridge deck was noted to be damaged. In addition, a clip was found lodged behind the knife, resulting in the firing mechanisms jamming. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Firing the device with a clip in the jaws can jam the firing mechanism resulting in the device not opened. The clip was removed and the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The manufacturing records were reviewed and no anomalies were found.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: in what kind of procedure was the device used? Laparoscopic nephrectomy was it used on thick tissue? Used on renal vessels. Did the surgeon waited the recommended 15 seconds after closing and before firing the device? Yes, the surgeon has waited for 15 seconds after closing and before firing the device. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? On the first firing. During which stroke did the event occur? During the 4th stroke (bringing back the knife). What color cartridge was being used? Ecr60w. Was the cartridge correct inserted, did they hear the ¿click¿? Yes. What other color cartridges were used before and after this event? No other cartridges were used. Was buttressing material utilized? If so, which product? No buttressing material was utilized. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not mentioned. How was the knife returned to the initial position? Did they use the red manual knife reverse switch? The knife did not return to the initial position. Was there any difficulty removing the device from the tissue? The jaws were not opened (remained closed to the tissue), the surgeon placed a clip (hem-o-lok xl) near the stapler and he cut the tissue with a scissor in order to remove the stapler. Why was the competitor¿s device used to complete the procedure? The doctor wanted to use a very large clip. Is there any other additional information you would like to share about this device or procedure? No.

Event description:
It was reported that during an unknown procedure, during the ligation of splenic artery using the device and reload and after the completion of firing sequence, the knife did not return to the initial position. A competitor clip applier was used to complete the case. There were no adverse consequences for the patient.